Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the proximal fragment was received. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. The returned fragment was visually and electrically analyzed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. In addition, the dc resistances of the conductor fragment were investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of this particular device were reinvestigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.

Event description:
Ous MDR - at implant, the lead impedance was 780 ohms. Starting in (B)(6) 2013 the impedance had gradually increased up to 1500, but had remained at 1500 for the past 6 months. No other peculiar readings were noted. On (B)(6), 2014, the ICD was being exchanged. When the new ICD was connected to this lead, the same high impedances were noticed, but no noise. Only the proximal part of the lead (about 16cm) was returned and the other part of the lead remains in the patient. Although the distal part of the lead could not be removed, the physician suspects the lead tip coil is damaged.